Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a new camera was installed and the system functioned normally. The system then passed the system checkout and was found to be fully functional. The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the returned psu powered up with the amber fault light on. A check of the event logs indicated a bump detector battery fault. The battery voltage was low. Otherwise, the psu passed an accuracy test at .16mm with a passing threshold of .35mm. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when the system was turned on, the camera fault light was on and it would not track anything. The system was functioning fine last week. The ndi toolbox configuration utility showed a bump fault. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.